Event description:
The customer contacted stryker to report that their device dumped the defibrillation charge while attempting to deliver dual sequential defibrillation to a patient. This device was the secondary defibrillator. The patient did no survive.

Manufacturer narrative:
Section b1 of the supplemental medwatch report (MFR report #0003015876-2024-00442 001) indicates: adverse event/product problem - product problem. Section b1 of the supplemental medwatch report (MFR report #0003015876-2024-00442 001) should indicate: adverse event/product problem - adverse event and product problem. Section h1 of the supplemental medwatch report (MFR report #0003015876-2024-00442 001) indicates: type of reportable event - malfunction. Section h1 of the supplemental medwatch report (MFR report #0003015876-2024-00442 001) should indicate: type of reportable event - death. Additional information: stryker evaluated the customer¿s device but was unable to duplicate or verify the reported issue. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The cause of the reported issue could not be determined.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. The customer provided stryker with all the available patient information. Patient fields in which information is not provided were intentionally left blank. A clinical review of the event was performed and determined that the device use may have contributed to the patient outcome. The customer stated that they used the device for double sequential defibrillation, which is an off-label use not recommended by stryker. Based on the medical judgment of these reviewers, it is reasonable to consider that the device's use may have contributed to the reported outcome. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device dumped the defibrillation charge while attempting to deliver dual sequential defibrillation to a patient. This device was the secondary defibrillator. The patient did not survive.

Manufacturer narrative:
Stryker was made aware that the primary defibrillator did successfully shock the patient prior to the secondary defibrillator dumped its charge. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device dumped the defibrillation charge while attempting to deliver dual sequential defibrillation to a patient. This device was the secondary defibrillator. The patient did no survive.